Manufacturer narrative:
It was reported that this device passed self-test, but it was found that this device cannot deliver gas, the operator stopped using this device and replaced a back up device for using. No patient injury reported. Draeger service involved. The local service engineer arrived at customer site to inspect this device, and he found this device cannot pass the self-test. In provided failure screen shot, the diaphragm cup of the ventilator unit was taken off, and marked as damaged, shows on the abnormal squezzing mark on the surface, service engineer also explains that there are also damage on the surface. The device was back in normal after replacing the new diaphragm cup. By considering the failure was gone after replacing the diaphragm cup, root cause of the faliure may be related to this part, from picture and information provided by the service engineer, the diaphragm cup was not properly assembled during operation, the diaphragm cup will be moving up and down consistently, the scratches could be caused due to these. Situation like this will lead to leakage of the diaphragm up, required negative pressure cannot be build up withing required duration, device will then be alarmed. Ventilation failure may be caused by the damage of the diaphragm cup. Since no debuglog and more information were provided, so further exact analysis could be given. If the ventilator fails, manual ventilation or spontaneous breathing remain possible. The fresh-gas delivery remains ready for operation.

Event description:
It was reported that the ventilator of this device failed during use, the customer replaced with a back up device immediately. No patient injury reoported.

Event description:
It was reported that the ventilator of this device failed during use, the customer replaced with a back up device immediately. No patient injury reoported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.